Event description:
It was reported that during follow up, it was noted that vf episodes were detected due to ventricular noise. Aborted shocks were also noted after a return to sinus was detected. Rv lead interference with a previously capped rv pace/sense lead was suspected. The device was reprogrammed. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.